Manufacturer narrative:
Product analysis: analysis was able to confirm that the output connector assembly was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial and ventricular ports on the external pulse generator (epg) needed repair. The epg was returned for service. There was no patient involvement.